Manufacturer narrative:
Corrected data: h6 health effect: impact code.

Event description:
It was reported that the patient suffered a cerebrospinal fluid (csf) leakage resulting in a headache and nausea. As such, the trial was ended early and the leads were removed. Pressure dressings were changed throughout the day for several days in a row to address the csf leakage. Reportedly, the headache and nausea have resolved. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial: (B)(6), batch:a000172898. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.